Event description:
Patient reported that needle sets leak from part where needles join plastic. Patient believes needles are faulty. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: intravenous immunoglobulin other.